Event description:
Global pharmacovigilance (gpv) received additional information from a nurse regarding peritonitis from to a leaky solution bag. The nurse stated that the patient changed the solution bag, but did not change the cassette. No further information is available.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k cannot be provided in this reported because the product code is unknown at this time. A follow up report will be submitted when additional information is obtained.